Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, an issue occurred with the endoclip ii ml 10 device. The clip remained stuck in the closed position, necessitating the surgeon to place a clip on each side of the first to remove it, as the flesh had remained stuck. There were issues experienced with the loading or firing of the clips during the procedure. The surgeon was able to squeeze the handle, and the jaws were able to close, but the clip malfunction persisted. To resolve the issue, another medtronic device was used, and no additional operation was planned to correct the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with fourteen remaining clips. The collar under the shaft cover was bent near the jaws. The jaws were misaligned and twisted with a malformed clip in the jaws. No other visual abnormalities were observed. Due to the noted damage, functional testing of the instrument was precluded. It was reported that the clips were not loading properly and instrument locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument was applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: that if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.